Event description:
User left a commented on the review page in (B)(6) website on (B)(6) 2022 that he/she did 2 tests with celltrion diatrust covid-19 ag home test and both were negative. The 2nd test was done same day as pcr which came back positive. Product information (lot # or expiration date) was not provided. Importer comments: this complaint is suspected false negative result and due to the system functionality to not allow seller can leave the comments on the website, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date ect) and any evidence of pcr result to prove false result etc following by reporter's consent.